Event description:
The customer obtained 296 mg/dl on the accu-chek advantage system in comparison to a 147mg/dl professional meter result. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.